Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid with a blue tinge leaking from the bottom of the lh 780 hematology analyzer. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was due to the duro tubing going through fluid detector fd1 and blood detector bd3. The fse found the line was not aspirating blood and leaking diluent only. The fse replaced all duro tubing, the 3-way valve, the fluid detector and the manifold.

Manufacturer narrative:
(B)(4).